Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# unknown implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a magnetic resonance imaging (MRI) tech (hcp) regarding an unknown patient receiving an unknown drug via an implantable infusion pump for unknown indications for use. It was reported that the patient's handset only goes up to 90% and then freezes. The hcp mentioned that they restarted the handset several times but that did not resolve the issue. The agent reviewed MRI compatibility and MRI mode. The agent provided instructions on clearing the data from the device. The hcp was not with the patient at the time of the call. The hcp or patient would call back if further instructions were needed.